Event description:
The physician replaced the pump because, it was nearing end of life. Two days after pump replacement, the pt became unresponsive (see MFR's report #3004209178-2009-07325). In retrospect, the physician thought that there may have been an issue with the pump connection such that the pt was not receiving drug adequately as intended.

Manufacturer narrative:
(B) (4).